Event description:
Additional information was received that product analysis was completed on the serial adapter cable. An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. Follow-up with the site and there was no believed to be having any further issues with their programming system.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.

Event description:
It was initially reported that the serial cable adaptor for the physician¿s handheld was not working when held is certain position. The programming system would work if the physician held the cord in a certain position. The wires could be felt in the in the cable when this was done. The physician does not know if the cord was damaged but believes the problem to be through normal use. The serial adaptor cord was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.